Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3ml of juvedermvista voluma xc, 0.5ml to both sides of the nasolabial folds and 1ml to both outer cheeks. Five days later, the patient returned to the clinic with pain and redness around the nasal wing. Hcp treated the patient with 1ml of hyaluronidase to the cheeks, totaling 2ml. Hcp noted "dissolved, but the pain at the tip of the nose and swelling on the right side of the nose root, along with the redness around the nasal wing, have worsened. There was white acne-like symptom around the tip of the nose." The following day, hcp treated the patient with hyaluronidase 3.0ml (450iu) at the right and left nasal roots, cheeks, and nasolabial fold, 60ug of prostandin in 100ml of saline and administered it as an intravenous drip. Two days later, hcp treated the patient with 1.0ml (150iu) on the outer right cheek. Hcp noted "the blood flow disorder improved after two dissolution treatments, leading to the end of treatment. There has been no contact since the second treatment. During the treatment period, despite symptom improvement, the patient complained of pain in the cheeks and tip of the nose, as well as unrelated discomfort such as numbness in the right shoulder, and exhibited unstable mental condition requiring family accompaniment". Symptoms status unknown.